Event description:
During the coil embolization for procedure of the major aortopulmonary collateral artery (mapca), an orbit coil (637mf3509/15483727) was placed into the collateral originated from subclavian artery. However, at the time of 1-year follow-up, the physician confirmed that the orbit was unraveled and protruded into the parent artery. As the patient has no symptoms, no action was taken for the protruded coil. During the index procedure, no additional manipulation or torque was used either during advancing the coil through the microcatheter or during positioning of the coil in the aneurysm, also there were no issues were reported during the case that may have contributed to the event. According to the physician, although the event might have been occurred during the procedure, he did not notice that. It hasn¿t verified, but according to the sales rep, the possible cause of the event was that the coil would not be detached and still attached to the dpu when the detachment was attempted. However, as the dpu was pulled back and withdrawn from the microcatheter, somewhere on the coil unraveled and separated from the dpu. The relationship of the event to the procedure was unknown and to the coil was also unknown. The vessel was not calcified and heavily tortuous. The patient has been followed up and no additional information is available for now.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15483727 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the device, the reported event of stretched and protruding coil could not be confirmed, additionally based on the available information, the cause of the event could not be determined. The DHR indicated that the lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action will be taken at this time.